Event description:
It was alleged the patient was implanted with an scs system in (B)(6) of 2012. The patient had impaired wound healing and developed (B)(6) at the ipg site. The pt taking antibiotics. The pt also reported experiencing effective pain relief from the scs system. The above info was reported in a post on the internet at (B)(4). Due to the medium where the info was found, sjm is unable to verify the info, locate the patient info and device info. Note: this pt reported other issues. Reference 1627487-2013-19824, 1627487-2013-19825, 1627487-2013-19826.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.